Event description:
There was an allegation of questionable creatinine plus ver.2 results for several patient samples on a cobas c 503 analytical unit. The following are examples of discrepant results for 6 patient samples: patient 1: the patient had 2 samples drawn at the same time. Both samples were tested, and one tube produced a result of 125 mol/l, and the other tube produced a result of 175 mol/l. The results were questioned by the physician, and the samples were repeated. The samples were repeated on 3 different modules. Both samples produced results of approximately 125 mol/l for all runs. Patient 2: the initial result was 88 mol/l, and the repeated result was 139 mol/l. Patient 3: on (B)(6) 2026, the initial result was 176 mol/l, and the repeated result was 96.6 mol/l. Patient 4: on (B)(6) 2026, the initial result was 153 mol/l, and the repeated result was 99.9 mol/l. Patient 5: on (B)(6) 2026, the initial result was 165 mol/l, and the repeated result was 116 mol/l. Patient 6: on (B)(6) 2026, the initial result was 108 mol/l, and the repeated result was 60.3 mol/l.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The field service representative performed adjustments, checks, and cleaned the valve. He replaced the rinse tubing, vacuum valves, and the reagent wash needle, and adjusted the wash levels. The investigation is ongoing.